Event description:
It was reported the alarm did not sound and the intensive care unit (ICU) patient passed away.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The event took place on (B)(6) 2025 at bed d137. While a specific time for the failure was not provided in the allegation, the remote investigation focused on the timeline of 13:22 through the patient disconnection from the monitor at 13:58. The patient was being monitored for ECG and for spo2. Per the log review, 'during the observation period, a total of eight extreme bradycardia red alarms were recorded, accompanied by several yellow alarms, in a context marked by repeated technical alerts concerning the spo2 sensor (signal difficult to capture, agitated patient, poorly positioned sensor). The first red alarms occurred from 13:22:23, with a succession of critical events until 13:26:02. No manual acknowledgment was performed during this initial sequence. The first manual acknowledgment of a red alarm at the central unit was recorded at 13:27:41, for an alarm generated around 13:26. The asystole red alarms began around 13:29, with a manual acknowledgment at the central unit 30 seconds later. Other repetitions of the asystole alarm were observed, notably at 1:32 p.m., 1:35 p.m., 1:39 p.m., 1:42 p.m. And 1:46 p.m., with successive acknowledgments at the central unit but also at the monitor in the patient's room, the first being noted at 1:40:54 and the second at 1:46 p.m. The spo2 sensor, often disconnected or poorly positioned, complicated the quality of monitoring. The episode ended with the patient being disconnected at 1:58 p.m., putting an end to the asystole alarms.' The spo2 sensor, which was often disconnected or poorly positioned, complicated the quality of the monitoring. The episode ended with the patient being disconnected at 13:58, ending the asystole alarms. A philips product support engineer (pse) and a philips clinical product specialist (cps) reviewed the provided information and confirmed the rse findings. The pse also reviewed pic ix technical log data from the "surveillance" host. The pse noted several three star (***) xbrady alarms and an asystolie sent to the recorder. The timestamps correlate with the sound manager entries from the pic, indicating the red alarm sound being played at the central station. The reported issue was not confirmed. The cause of the death and the relation to the device remains unknown due to limited information from the customer. The original event description indicates the patient was not treated in time. Based on this information, there does not appear to be a device malfunction which caused or contributed to the reported event; however, alarm management, clinical workflow, or other use issue may have been factors.